Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since k-wires and screws were placed in the patient's spine in different positions than desired with brainlab navigation involved, although according to the surgeon (treating clinician): the deviation of 6 k-wires as well as all 3 pedicle screws (on the right side) placed with the aid of navigation was detected by the surgeon before finalizing the surgery. The k-wires as well as the screws were corrected to their intended position with navigation at the very same surgery. When removing screw at l5, hemodynamically significant bleeding occurred, which required remedial actions (using haemostatic agents, compression, and blood infusion). There was actual harm/negative clinical effect to the patient due to prolongation of the surgery/anaesthesia of ca. 140 min and the higher blood loss and subsequently hospitalization needed to be prolonged for more than 60 days at the end of the surgery, all screws were placed in their correct final positions as intended. No revision surgery was required. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviated k-wire placed with the aid of navigation followed by non-navigated screws is: movement of the patient reference array during the registration process and during procedure in relation to the patient anatomy, due to an insufficient rigid fixation by the user, not as required by brainlab, and/or inadvertent forces applied to the array. Array was fixated between the l2 and l3 spinous process, not fixated on bone as per recommendations. Shifting of the array during the registration acquisition is observed (most likely due to breathing pattern) with pointer displayed above the bone during the verification. Meaning the registration was most likely inaccurate prior to invasive actions. In addition, an array movement warning was displayed throughout navigation of the first registration, triggered as the drill guide was being removed from the field after creation of the first pilot hole at right l4. Additionally, a cranial shift of the reference clamp is observed upon fusing the first and second registrations furthermore, the setup with the reference array is placed over the situs. Considering this is an mis case; skin pressure caused by instrument interaction and subsequent rebound pressure on the clamp can shift the position of the array. In this case, this shift is more likely with the insufficiently fixated clamp. Relative movement of the reference array after registration disrupts the coordinate system established during registration, and causes a deviation between the displayed image scan, on which the navigated instruments are tracked for position visualization, and the actual patient anatomy. This movement cannot be compensated for by the navigation software. To a lesser extent (specifically left side k-wire placement) relative movement of the vertebra in relation to the reference array due to surgical forces (screw placement) applied to the anatomy. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if the connection in between the vertebrae is not rigid or the anatomy is altered by e.g. Adding an implant as in this case- results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. In this case, a caudal shift in the anatomy between the navigated and confirmation scans is observed. Therefore, unable to rule out relative movement as a contributing factor, specifically after screws were placed at right side prior to left k-wire navigation. Apparently, the resulting deviation between the locations of the actual patient anatomy and the registered pre-placement patient image scan displayed by the navigation during the surgery was not recognized by the user prior to the deviating invasive actions, with the appropriate and necessary navigation accuracy verification of the anatomy registration, throughout the surgery, and any time significant force was applied to the bone. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to the customer.

Event description:
A minimally invasive surgery on the thoracic and lumbar spine for a lumbar fusion of vertebrae l4 to s1 and decompression, with intended placement of 6 pedicle screws bilateral for fixation (at l4, l5 and s1), was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 3.0 from an intra-operative CT scan, the surgeon discovered that all 6 k-wires as well as all 3 screws (on the right side) placed with the aid of navigation deviated from their intended positions. According to the hospital (treating clinician): the deviation of 6 k-wires as well as all 3 pedicle screws (on the right side) placed with the aid of navigation was detected by the surgeon before finalizing the surgery. The k-wires as well as the screws were corrected to their intended position with navigation at the very same surgery. When removing screw at l5, hemodynamically significant bleeding occurred, which required remedial actions (using haemostatic agents, compression, and blood infusion). There was actual harm/negative clinical effect to the patient due to prolongation of the surgery/anaesthesia of ca. 140 min and the higher blood loss and subsequently hospitalization needed to be prolonged for more than 60 days at the end of the surgery, all screws were placed in their correct final positions as intended. No revision surgery was required.